Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was an ostial lesion located in the saphenous vein graft (svg) extending to proximal right coronary artery (rca) with 90% stenosis and was 34mm long with a reference diameter of 3.0mm. The lesion was treated with direct placement of a 3.00x38mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post-procedure, the patient was discharged on clopidogrel and aspirin. In (B)(6) 2015, the patient was diagnosed with angina and was hospitalized on the same day. The patient was referred for cardiac catheterization. One day post hospitalization, the 85% stenosis located in the svg to proximal rca was treated with percutaneous coronary intervention (pci), with 0% residual stenosis. On the following day, the event was considered recovered and the patient was discharged on clopidogrel and aspirin.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the saphenous vein graft (svg) to distal right coronary artery (rca) instead of proximal rca. In (B)(6) 2015, the patient visited the clinic for follow-up and his concern regarding blockage in stent and in coronary artery bypass graft (CABG) vessel and was admitted to the emergency department due to pressure, pain in the stent and CABG location and diffuse tight chest pain associated with nausea, lightheadedness, shortness of breath, dizziness, flushing sensation, chills and hypertension that began 1 week ago when he was admitted for similar symptoms. During previous hospitalization, the patient underwent nuclear stress test, which showed no acute abnormalities and no reversible defects. Computed tomography showed blocked cardiac arteries. The patient stated that it feels as if the stent is being plugged/clogged. Pain got better after the patient's blood pressure reduced in the emergency department. The patient stated that his blood pressure was elevated at the time of development of chest pain. Medication was taken for blood pressure and eventually the patient's chest pain improved greatly. The day after, the patient was referred for cardiac catheterization and revealed 85-90% stenosis located in svg to distal rca which was then treated with 3.00x38.0mm stent. On the following day, the patient was discharged with aspirin.